Event description:
The customer reported the system would not boot up immediately following a loss of power at customer facility. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Log files show one instance of incomplete boot up. System operates as intended. (B)(4).